Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer blood glucose (bg) level is at 340 mg/dl despite delivering a bolus at breakfast and at lunch. The customer had just administered a correction injection prior to contacting tandem technical support, and was confident the bg level would come down. System check was performed with tandem technical support, and the pump performed as intended. Tandem technical support discussed factors that could cause high bg levels with the customer.